Manufacturer narrative:
(B)(4). Date sent: 11/29/2023. Additional information was requested, and the following was obtained: if the subsequent anastomosis went well, please explain why the patient ended up with a stoma? The anastomosis failed with the original gun. After that another gun was opened and used for a newly formed anastomosis.

Manufacturer narrative:
(B)(4) date sent: 9/26/2023 additional information was requested, and the following was obtained: was an additional turn attempted after the first two turns? Yes what was the indication for a stoma if the anastomosis was satisfactory? There was not. What were the indications for surgery? Reversal of hartman¿s procedure what surgical procedure was performed? Reversal of hartman¿s did the patient receive any preoperative chemotherapy or radiation? Yes, 2 years prior adjuvent chemo rx were there any issues experienced with the device in the initial surgical procedure? None what healthcare professional fired the device and what is his/her experience with the device? Mr gareth hicks-15years experience with cdh where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Full compression applied-prefers a tight staple line did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes-30 secs compression was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes to both were the donuts inspected? If so, please describe. Yes-complete on inspection was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. None observed what type of leak test was performed? H2o & air test was the staple line visualized endoscopically during the initial surgical procedure? Yes what is the current status of the patient? The 60 year old male has a permanent colostomy and sustain a ureteric injury and required a stent to be inserted.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2023 d4: batch # 386c12 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 386c12, and no non-conformances were identified.

Manufacturer narrative:
(B)(4).date sent: 8/22/2023 d4 batch # unk h6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was an additional turn attempted after the first two turns? What was the indication for a stoma if the anastomosis was satisfactory? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What type of leak test was performed? Was the staple line visualized endoscopically during the initial surgical procedure? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hartman procedure the gun fired but wouldn¿t release and eventually after the gun was twisted a bit it did eventually give and come out; the donuts looked intact but when leak test was performed it failed spectacularly. They then revised the anastomosis and used another gun which worked fine, but unfortunately the patient ended up with another stoma which was the reason they came in.